Event description:
Physician perforated the myocardium while removing the passagere electrode and later pierced the lv while placing the greatbatch medical lead with the trocar that was being used for access. According to the doctor, the tissue of the heart was very soft. Physician attempted to stop bleeding and sew over the perforation, which unfortunately didn't work. Patient died in the operating room.